Event description:
A media report in the (B)(6). Posted (B)(6) 2012 cited a (B)(6) health authority report of an equipment malfunction between the dates of (B)(6) 2012 creating a necessity to repeat testing on as many as 363 patients. The report did not specifically name the instrument involved in the incident. It reported the incident occurred at (B)(6) hospital. The report said that the health authority was sending all patients a letter informing them of possible errors in their results. There was no specific information on whether patient treatment was altered or prescribed due to results reported during this interval. There was no report of adverse health consequences results reported during this interval. A customer complaint was submitted by the siemens healthcare diagnostics field service engineer (fse) at the (B)(6) hospital on (B)(6) 2012 for instrument repairs to the dimension instrument at that site made to address cuvette manufacturing issues on dimension serial #(B)(4). The fse was called to the account due to customer inquiries about intermittent qc out of range issues for several analytes. No specific information was provided by the customer on reports of erroneous but believable results. There was no specific information on whether patient treatment was altered or prescribed due to results reported due to cuvette manufacturing issues. There was no report of adverse health consequences as a result of the cuvette manufacturing issues.

Manufacturer narrative:
Corrected model # to exl from incorrect rxlmaxhm

Manufacturer narrative:
The cause of the intermittent qc and precision issues was malfunction of the cuvette manufacturing module. The siemens healthcare diagnostics field service engineer (fse) performed appropriate instrument repairs. The instrument is performing within specifications. No further evaluation of the device is required.